Event description:
It was reported via repair work order that the power cord was sparking due to loose power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.